Event description:
It was reported that the ventilator failed internal leakage test with generating an unexpected sound during pre-use check. There was no patient involvement. MFR ref. #: (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The air gas module was mounted in a reference ventilator and failed the reported subtest internal leakage test in pre-use check. The failures were caused by a defective integrated circuit (ic) and a capacitor on a printed circuit board inside the gas module. The integrated circuit (ic) and the capacitor are part of the flow measuring in the gas module. The failure of the integrated circuit (ic) and the capacitor leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The device logs have not been received.

Event description:
Manufacturer ref. #: (B)(4).